Event description:
Hospital in (B)(6) reports that during a procedure the surgeon performed a drilling, measurement and insertion of a screw using a guiding block, a quick drill sleeve and a torque limitation attachment. The screw was supposed to be locked against the plate but went through the plate without locking. The surgeon was unable to reverse the screw out so he turned it in the right direction to remove it from the back side. This report is #2 of 2 for the same event.

Manufacturer narrative:
(B)(4): investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. (B)(4): placeholder.